Event description:
Additional information: the pump stop events were caused by the patient experiencing confusion due to acute metabolic encephalopathy due to missed dialysis, resulting in an accidental disconnection of the driveline. The patient received dialysis and appeared fine after; they were also evaluated by psychiatry for depression but not given antidepressants.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log files provided by the account confirmed two pump stop events that were associated with the disconnection of the driveline. Additionally, the log file analysis confirmed the report of low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Lastly, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. It was reported that the patient was currently admitted. There was one low flow and ventricular assist device (vad) stop alarm observed, which resolved soon after. The account checked all ports and connections, which showed no issues. The submitted system controller event log file contained data from (B)(6) 2021 through 12jul2021. The file captured isolated low flow alarms on (B)(6) 2021, as well as pulsatility index (pi) events throughout the file. On 12jul2021, the driveline was disconnected twice, which resulted in the pump stopping. Corresponding low flow, driveline disconnect, and left ventricular assist device (lvad) off alarms were active during the event. The pump resumed operation without issue after the driveline was reconnected. The pump appeared to operate as intended throughout the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16apr2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected and low flow alarms, as well as how to respond to each alarm condition. The IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the pocket controller in a timely manner. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected and low flow alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was currently admitted to the hospital. The patient had one low flow alarm and one pump stop alarm on (B)(6) 2021 that resolved soon after. There were no issues with the ports or connections. The log file captured two pump stops on (B)(6) 2021 at 6:49 and 8:41. The log file showed the driveline was disconnected at these times which caused the pump stops. There were no other unusual events recorded in the log file event history.